Event description:
It was reported by service report that the footboard was damaged and did not work. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: scale display, footboard modules.